Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Patient information not available for reporting. The 510k: this report is for unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article moss l.k., kim-orden m.h., ravinsky r., hoshino c.m., zinar d.m., gold s.m. (2017). Implant failure rates and cost analysis of contoured locking versus conventional plate fixation of distal fibula fractures. Orthopedics, 40(6): p. 1024-1029. (B)(6). The purpose of this study was to evaluate the risk of lateral implant failure with the use of contoured locking and conventional one-third tubular plates. In addition to this the authors want to evaluate the rates of complications and removal of implants and the associated patient risk factors. The article also gave a cost analysis of typical locking and nonlocking plate constructions. The study included 330 patients, all of which had a transsyndesmotic lateral malleolar fracture either isolated or with concomitant medial and/or posterior malleolar fractures. As treatment every patient underwent a closed reduction surgery and were implanted with either a one-third tubular plates (synthes inc, (B)(4)) or a contoured locking plates (synthes, arthrex, smith & nephew). Of the 330 patients 228 were implanted with one-third tubular plates and locking screws (synthes inc, (B)(4)). The remaining 102 patients were implanted with a contoured locking plates (synthes, arthrex, smith & nephew). It is unknown which of the 102 patients were implanted with synthes parts. Of the 228 patients 4 had to undergo revision of fixation to revise or add syndesmotic fixation because of loss of initial syndesmotic reduction or failure to recognize and treat syndesmotic injury at initial surgery. In addition to this 3 patients experienced infection following the procedure and 5 had to undergo hardware removal. Two (2) of the 5 patients underwent hardware removal due to infection and the remaining 3 were due to symptomatic implants. This report is for unknown locking screws (B)(4).